Event description:
Surgeon removed the gamma nail due to patient complaining of irritation. There was nothing visibly wrong with the nail after it was removed. Medical records and x-rays will not be disclosed as per the surgeon.

Manufacturer narrative:
The actual device was not returned. Internal investigation in progress but not yet complete. Device not returned.